Manufacturer narrative:
Analysis synthesis: - analysis of the provided expertise files confirmed the reported behavior, as a crash of the programmer modules occurred on 30 november 2023 at 8:36 when launching a threshold test. - the observed issue resulted from instabilities in thread management when performing real-time tests. - it should be noted that normal functioning was restored at the next interrogation.

Event description:
Reportedly, shortly after the upgrade to smartview 3.14 version, the programmer crashed while performing an atrial threshold measurement and an error message was displayed.

Event description:
Reportedly, shortly after the upgrade to smartview 3.14 version, the programmer crashed while performing an atrial threshold measurement and an error message was displayed.